Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that when they first started using the handset, they would connect to the pump and it would go around and count to 90 percent and wait for 6-8 seconds, then finish and go around to 90 seconds again after they requested a bolus, which was fine, but over time, the time between the 90 seconds and when it was finished connecting has been taking longer and longer. The patient stated that the patient has had the equipment 'for months' and over time, it had been taking longer to connect when getting to 90 percent, and the telemetry delay was at four minutes. The patient representative (rep) mentioned that the patient tried to use the handset yesterday for a bolus, but before it could connect, they fell asleep. The agent assisted the rep in closing out of all running applications and reviewed clearing data. The rep consented and data was cleared. Prior to the data clear, the patient's data was 5.23mb. The rep agreed to monitor and will call back for assistance as needed. The rep mentioned that the patient has 'mostly morphine and something else' in the pump.